Event description:
It was reported that there was an episode from the patient's implantable cardiac monitor that showed noisy electrocardiogram with over and undersensing. There were no clear r-waves at any point. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).